Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the inner collet of a screw fractured during unlocking. The fractured component remains in the patient. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The polyaxial screw was returned, visually and functionally inspected. Upon review of the part, it was observed that one of the proximal feet of the inner collet had sheared off. Analysis of the shear face revealed that there was a significant amount of material on the medial side of the shear face, suggesting that the breakage occurred from forces applied at an angle that is not conducive to locking/unlocking. It is possible that the rod was not fully introduced in the tulip head, adding to these forces, which may have contributed to this specific failure nature. The manufacturing and inspection records were reviewed and no relevant discrepancies were found.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the inner collet of a screw fractured during unlocking. The fractured component remains in the patient. Surgery took place (B)(6) 2018.